Manufacturer narrative:
Upon a follow up the customer reported that the battery was replaced to address the reported issue. The unit was returned to use. The customer reported that the defective battery was disposed of and would not be returned for analysis.

Event description:
It was reported that the ventilator had a battery failed error code. The issue occurred during set up, with no delay noted. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic logs. The customer was advised to swap the battery and if the issue is addressed, replace it. If not, then replace the power management board. Further information is pending.